Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation with the l2 drg lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted to address the issue. The lead was confirmed to be fractured.

Manufacturer narrative:
The report event of fractured lead was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires broken. The cause for the event remains unknown.